Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13625. It was reported that the right ventricular and left ventricular leads both were exhibiting increased capture thresholds. During lead repositioning procedure the helix on the right ventricular lead would not retract properly. The leads were explanted and replaced. The patient experienced no consequences.